Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Testing included one seroconversion panel set, sid (B)(6). The same bleeds were detected with the complaint lot as historical data listed in the alinity I toxo igg package insert. Based on the investigation, no deficiency for lot number 49420be00 was identified.

Event description:
The customer stated that a false negative alinity I toxo igg result was generated for a patient sample. The following data was provided. Date of occurrence: august 9, 2023. Alinity I toxo igg result: 1.44 (negative). Western blot testing: positive. The negative results was questioned; therefore, western blot testing was performed to determine the patient's serological status. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false negative alinity I toxo igg result was generated for a patient sample. The following data was provided. Date of occurrence: (B)(6), 2023. Alinity I toxo igg result: 1.44 (negative). Western blot testing: positive. The negative results was questioned; therefore, western blot testing was performed to determine the patient's serological status. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section h6 medical device problem code additional information in section d4 - primary UDI number

Event description:
The customer stated that a false negative alinity I toxo igg result was generated for a patient sample. The following data was provided. Date of occurrence: (B)(6) 2023 alinity I toxo igg result: 1.44 (negative) western blot testing: positive the negative results was questioned; therefore, western blot testing was performed to determine the patient's serological status. No impact to patient management was reported.